Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
The customer reported an observed leak on their malignity system. A field service engineer (fse) was dispatched. The fse reported a leakage of vapor barrier from the system solution drawer of the malignity system. There was a leak in the system drawer on the malignity. There was vapor barrier leakage due to poor tightening of the connectors under the vapor barrier cradle. Lysis liquid was found outside the footprint of the instrument. The leakage was less than 1 square meter spread on the floor under the instrument, but also outside its footprint. Ppe (personal protective equipment) was worn and there was no direct contact with the leak. The leak was in the closed drawer and then seeped onto the floor. The customer confirmed no injuries related to the leak. The fse reconnected the tube with a clamp and added a new brisling necklace. The vapor barrier reservoir was exchanged as a precaution. All tests passes without leakage. Appropriate personal protective equipment (ppe) was worn while cleaning the leak. There was no report of injury or actual exposure to the leak.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in france using the malinity system, list 08n53-002, which is also us FDA approved.